Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post-operative follow up, the healthcare professional was unable to confirm left ventricular (lv) lead pacing. It was also noted that there was no r-wave measurement on the right ventricular (rv) lead. Follow up with the physician office noted that lv lead pacing is confirmed, and r-wave measurement was captured. Both leads are still in use. No patient complications have been reported as a result of this event.